Event description:
This lead was implanted on (B)(6) 2001 and was capped on (B)(6) 2013 due to high rv thresholds. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information is available . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).